Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2011 and a right hip revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, chromium and cobalt toxicity, elevated metal ion levels and metallosis. Review of invoice histories confirmed the modular head and taper adapter were removed and replaced in both procedures. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s (B)(6) 2012 left hip revision medical records noted the revision was due to pain and elevated metal ion levels and noted the presence of metallic stained synovium and hypertrophic metallic stained tissue. The modular head and taper adapter were removed and replaced. Medical documents further noted that the patient underwent a right hip revision on (B)(6) 2011 and again on (B)(6) 2011 due to dislocations and elevated metal ion levels. Medical records further noted the presence of metallic stained synovium, serosanguineous fluid and a pseudocapsule. The modular heads and taper adapters were removed and replaced on both revisions.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2013-05093/-05094/-05095/-05096 & 2014-00565 /-00566).